Manufacturer narrative:
Weight inadvertently omitted from prior report. Patient reports weight is (B)(6).

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been resumed.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately one month ago and failed to recharge the ipg. For 3 months. The ipg was unable to communicate with the external devices. The issue was confirmed by the abbott representative. Surgical intervention may be pending to address this issue.